Manufacturer narrative:
The fse that encountered the issue replaced the battery (d146-00-0097). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during preventative maintenance (pm) by a getinge field service engineer(fse), the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement.